Event description:
Revision of cormet hip after 5.5 years. Severe acetabular osteolysis due to metallosis.

Manufacturer narrative:
CAPA complaint (B)(6). Issue reported due to the revised cormet cup, but this is ous and coupled with a large diameter head which is not approved for use for tha in the us.